Event description:
Complaint notes: q: lia triggered. The oversensing markers. Are not showing noise on the egms, though the rvc to can has some baseline noise. Could be eml recommended several real time impedances during isometrics and pocket ma nip while koking for impedance variance and also any noise. If no impedance variance and no noise, continue to monitor. If you can produce noise/oversensing, or see variance in impedances, most likely pending lead issue and would require lead replacement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).